Manufacturer narrative:
Philips service recreated image storage and reloaded software; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to perform fluoroscopy due to x-ray and memory issues on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.